Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between an unspecified component of a peritoneal dialysis (pd) transfer set. This issue was further described as, "the transfer set come apart at the plastic hub, not at the titanium connection". This occurred during use of the device for pd therapy. To resolve this issue, the patient was given antibiotics as prophylaxis treatment and the patient's transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.